Event description:
On 17-feb-2022, the west's customer, takeda pharmaceutical company limited, contacted west il to report that during incoming inspection of mix2vial 20/20mm w/20 m large filter tg, the visual inspection found one unit containing a foreign material within the blister package of the device. West pharma. Services il, ltd. (West israel)  investigated this complaint.  The device was not returned to west il for an evaluation.  However, a photograph of the device was provided to west il.  The foreign material within the blister package was analyzed by the customer and confirmed as hair (biologic) which was in direct contact with the west il product.  This was found prior to patient use.  The complaint was re-evaluated and deemed as reportable based on a clinical assessment on 23mar2023.

Manufacturer narrative:
According to obtained picture , the reported issue was verified. During in process as 700 products were visually tested, no issues were noticed, in addition a total of 1785 products were tested during  in process with no issues  noticed.  The biological contamination (hair)  was a result of employees, clothes or from the raw material such as blister and tyvek suppliers or molded parts, and human factor in production during the assembly or the sealing process.